Manufacturer narrative:
The company representative was phoned to determine the cause of the reported issue. It was later determined (after speaking with the head nurse) that the wrong parameters were used. This was attributed to the surgical issues. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to incorrect parameters set for vitrectomy by the user. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information has been provided. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received indicting the procedure was a cataract extraction and that the vitrectomy portion was not planned. There was no patient harm reported.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received indicting the procedure was a cataract extraction and that the patient experienced a posterior capsule tear (pc tear) and required a vitrectomy. The pc tear was accidental during cataract extraction and not caused by a company product.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported during a surgical procedure there was poor cutting and aspiration during a vitrectomy. The case was completed.